Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported back pain as a result of the inability to turn stimulation on. After charging the battery to 1/4 full, the patient was able to turn on stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was poor telemetry or no telemetry with recharging and poor communication. The patient was not getting a signal and her implantable neurostimulator was off because it doesn¿t have charge. The patient reports that she has to charge every day. She has always had issues with charging and getting coupling bars and can never fully charge her implant. The patient was last able to successfully recharge and last had stimulation on (B)(6) 2017. When the patient repositioned the antenna and turned the dial, she was still getting the poor communication screen. The patient had not had any fall or trauma related to the recharging issues. The patient was unable to communicate or get coupling bars with the recharging antenna so it was replaced to try to resolve the issues. There were no further complications reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient typically doesn¿t get any coupling bars shaded, and that this had been occurring since implant. The manufacturer representative had told the patient not to worry about them. Typically, the patient can have stimulation on, but at the time of the report, the patient was unable to turn stimulation on. When the patient synced with the implantable neurostimulator, it showed that 0-25% of the battery was charging. It was reviewed with the patient that she would not be able to turn stimulation on until the first section of the battery is full as the implantable neurostimulator battery was too low at the time of the call. The patient typically recharges the implantable neurostimulator when it is half full or ¾ full so that it doesn¿t take as long and she can have stimulation on. On the day of the report, the patient was going to recharge for as long as she could, and it was reviewed that the patient could turn on the implantable neurostimulator once it is ¼ full. Repositioning the antenna and performing an antenna locate feature did not resolve the issue of the poor coupling. The patient was told after implant that the implantable neurostimulator was placed deeper. The implantable neurostimulator pocket was too deep and that she can¿t feel the implantable neurostimulator unless she presses the site and it seemed like the top part was tilted forwards. No further complications were reported.